Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the objective lens peeling issue could not be determined, however, the issue was likely due to stress of repeated use, external factors and or user hand handling/mishandling. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection, 3.3 inspection of the endoscope ¿4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7 inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8 wipe the video connector, including the electrical contacts, using a clean lint-free cloth. Also confirm that the electrical contacts are completely dry and clean¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had an air leak at the light guide coil. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the peeling of objective lens adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a pinhole on universal cord, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; adhesive on bending section cover or distal sheath rubber has a chip; video connector is deformed; and video connector case has a crack. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.